Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm which occurred on the home choice (hc). The process step was not specified, and the home patient (hp) was not connected at the time of the call. The nurse stated that she reviewed the alarm log and found se 2240. The technical service representative (tsr) explained the alarms to the nurse. The nurse was unsure if the patient was connected during the se 2240 alarm. The nurse was to stress to the hp to call for technical assistance when alarms occur for better troubleshooting assistance. The sample was discarded. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) during dwell. The technical service representative (tsr) explained the alarm to the homepatient (hp) and asked if they had disconnected from the hc. The hp stated that they did not disconnect. The tsr assisted to clear the alarm and suggested to start over with new supplies or use manual supplies to finish therapy. On (B)(6) 2010, product surveillance spoke with the patient and she stated she did not disconnect from the unit. She did not see any leaks, loose connections or separations. The patient stated that she continued therapy with manual supplies. The patient stated that she had discarded the supplies and she does not recall the lot number. The patient stated that she is doing well on therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 (air in set) occurred during dwell ¿ was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).